Event description:
Report received of over-delivery during preventative maintenance testing. It was reported that the pump was being tested for routine maintenance and reportedly over-delivered. There was no pt involvement and no reported pt event while the pump was in clinical service. There was no further info available.